Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not remove the air from the cartridge. Tandem technical support educated the customer on the proper cartridge air removal step prior to filling the cartridge. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to customer's blood glucose level.